Manufacturer narrative:
(B)(4). Batch #: t9494m. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the 6-32 stud damaged. In addition, it was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. This issue does not affect handpiece performance. The hot ring was reviewed and is within specifications, it is possible that the damaged stud contributed to the assembly issue when trying to attach the instrument to the handpiece. No functional testing could be performed due to the device could not be attached to the test instrument. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is possible that the stud got damaged as a result of dropping it. Moisture ingress may affect the functionality of the handpiece. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch t9494m, and no non-conformances were identified.

Event description:
It was reported that during a thyroidectomy a har9f count not be set up with the handpiece. Changed to another handpiece and set up was successfully. The original handpiece's tip is a little skewed and a small piece is missing on the spirals tip. Also there are a couple notch on those gold area. I made the hand piece test and it succeeded. There were no patient consequences.